Event description:
The reporter stated that the device was reading high. Results reported were 449 and 500's mg/dl. The doctor changed his meds based upon the results. His glucose results did not go down. He said the device read 562 mg/dl and he went to the hospital and his glucose was 96 mg/dl. He did not receive treatment. He had stored his test strips loose in the carrying case - against product labeling.